Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device stalls was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had vibration. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the attachment device "stalls up". During an in-house engineering evaluation, it was determined that the device had excessive noise, cosmetic damage - worn, damaged components, worn bearing and vibration. The device also failed pretest for vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.